Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in cmplnt (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895797 and gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested as cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient started with vancomycin (every 5 days, dosage unknown) intraperitoneally for the peritonitis. Ten days later, treatment with vancomycin was stopped. The cause of peritonitis was unknown. It was reported that the patient was treated in the nursing home and was not hospitalized for the event. The patient recovered from the peritonitis and dianeal therapies were ongoing. No additional information is available. This is report 2 of 3.